Manufacturer narrative:
Device eval: electrode belt sn (B)(4) was not returned to the MFR. There was no indication of a device failure associated with this event. Eval method: biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) female pt had an ill fitting garment that was causing the straps to cut into pt's breasts and open sores on her left side. The pt's garments had blood on them from the sores. The pt removed the lifevest when she was recently in the hospital. The pt stated that the sores healed since she had the lifevest off while in the hospital. Follow-up indicates that the pt's rash was not getting worse and the pt was using an unk medication to clear it up. It is unk if the pt required medical intervention.